Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) for variceal banding procedure performed on (B)(6) 2019. According to the complainant, during the procedure, after the first band successfully deployed; however, the suture broke causing the rest of the bands not to deploy. There was difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Problem code (B)(4) for the reportable issue of bands failed to deploy. Problem code (B)(4) captures the reportable issue of suture break. Investigation results received one speedband superview super 7 with the ligator head for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found six bands present. It was noticed that the ligator head teeth were undamaged. The suture was not broken. The trip wire was observed broken approximately at 101.5cm from the trip wire loop. Also, the trip wire was secured in the handle assembly slot when received. Further examination of the trip wire was inspected through magnified visual system that had broken ends and evidence of bending in the wires. The broken area was irregular and mechanical marks were observed in the trip wire at broken ends, additionally, the damage marks were observed in the cannula overmolded shank indicating an interaction with the wire. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned complaint device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Marks in the trip wire and cannula overmolded shank confirmed interaction between the components which could have contributed with the damage found. It is most likely that the trip wire was bent due to handling and manipulation and during the handle rotation of the trip wire that hit against the cannula overmolded shank as well as continued attempts to rotate the handle could have caused the trip wire breakage of the device during procedure. Once the trip wire is broken, the device would fail to deploy the bands, and contributing to the reported issues. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) for variceal banding procedure performed on (B)(6) 2019. According to the complainant, during the procedure, after the first band successfully deployed; however, the suture broke causing the rest of the bands not to deploy. There was difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.